Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode has the cautery tip missing. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: two devices returned for investigation. Neither device has been returned in the original packaging. The active tip is detached from both devices and has not been returned. The shaft of both devices are distorted, especially device number 2. It can be seen in the photographs that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is believed that the missing section has eroded away and would not have been deposited into the patient joint space. Electrical and functional testing is unable to complete due to device damage. Manufacturer summary: this complaint can be confirmed. The complaint stated that a part of the device came loose. Two devices were returned with the active tips missing. It appears that the suction tube has eroded at the juncture between itself and the active tip, causing the tips to detach. We would expect the detached tip(s) to show evidence of a considerable amount of activation however they have not been returned for investigation. The failure mode seen is consistent with other complaint devices investigated under a CAPA, which was opened to investigate the occurrence of active tip failures in the field. The potential root cause(s) for this type of tip failure was identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). In this case based on the evidence of the suction tube erosion, the likely root cause is extended use - misuse. Based on a review of our investigation finding and a review of the product ra no correction action is recommended. As not lot number has been advised we have been unable to perform a DHR for the complaint device(s). At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the lot number was unknown; therefore, the expiration date and manufacturing site name were unknown. UDI: (B)(4). The lot number was unknown; therefore, the expiration date was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in belgium that during an arthroscopy surgery on (B)(6) 2021, it was observed that a part of the vapr coolpulse90 electrode device came loose. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.